Event description:
It was reported that a 16mm amplatzer septal occluder was selected for implant on (B)(6) 2024 using a 8f amplatzer trevisio intravascular delivery system. The patient was under conscious sedation. During the procedure the delivery system was aspirated prior to insertion of the occluder. The continuous flush was attached to the y-port of the delivery system. During implant the left atrial disc of the device took on a cobra shape. During re-deployment the patient experienced an st elevation, followed by bradycardia and a drop in blood pressure. Adrenalin and atropine were administered. The patient re-stabilized within 5 minutes. The device was re-captured and re-deployed but the cobra shape persisted. The device was removed from the patient and replaced with a new 17mm amplatzer septal occluder. There were no interactions with cardiac structures. There were no angulations or kinks noted on the delivery system. No leaks were observed. The physician suspected an air embolism caused the st elevation. No air was visualized in the patient, however low left atrial pressure and advancing air into the patient's heart along with the device was attributed to the air embolism. The patient status was stable.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from the field indicated that there was no anatomical interference, there was no angulation or kink in the delivery system upon deployment and a 8f size delivery system was used. Based on the information received, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.